Event description:
It was reported that during a laparoscopic ventral hernia procedure, while the device was being applied to the peritoneum layer for mesh fixation, fifteen tacks were fired, after which tacks were not able to stick to the tissue properly. Eight tacks fell into the abdominal cavity. The surgical time was extended by 30 minutes or more due to the time taken to retrieve the tacks from the abdominal cavity. The mesh was fixed with suture to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Correction: b5. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the inner components revealed that the instrument was fully applied. Functionally, the handle was actuated, and the instrument cycled properly. It was reported that tacks were not able to stick to the tissue properly. Eight tacks fell into the abdominal cavity. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: with the distal end of the shaft perpendicular to the area to be fixated, squeeze the trigger fully. The trigger should be squeezed to the full extent of its travel, and held in the fully squeezed position as the device is removed off the application site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic ventral hernia procedure, while the device was being applied to the peritoneum layer for mesh fixation, fifteen tacks were fired, after which tacks were not able to stick to the tissue properly. Eight tacks fell into the abdominal cavity. The surgical time was extended by 30 minutes or more due to the time taken to retrieve the tacks from the abdominal cavity. The mesh was fixed with suture to resolve the issue.